Event description:
This spontaneous serious report received from a physician by bioventus (ref. (B)(4)) on (B)(6) 2019 and merged with the follow-up information received on 07nov2019 through the sales rep. Describes the occurrence of anaphylactic shock, in a patient who was prescribed gelsyn-3 (hyaluronate sodium 0.84 %) injection, for unknown indication. On (B)(6) a (B)(6) male patient received a gelsyn injection (batch n. Na) in the right knee. Several days later (on an unknown date), he experienced an anaphylactic shock. The patient was seen at the emergency room for episode of anaphylaxis, that resolved immediately after the ER treatment. No concomitant drugs were reported. Prior use of supartz (hyaluronic acid) last year with no issues noted. Medication change due to insurance. Medical history: prostate, high blood pressure. The patient's allergist stated it could have/may have been related to injection. Ibsa comment: anaphylactic shock is a serious condition. Follow-up clarified that the patient went to the emergency room where he received an appropriate treatment, so the adverse event has been medically confirmed. The case is evaluated as serious (medically significant), unlisted and unlikely related because the reaction occurred few days after the injection.